Event description:
It was reported that these leads were capped due to oversensing with no pacing inhibition. New device on other side was implanted with new leads. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).